Manufacturer narrative:
A MDR for the operator was initially submitted under manufacturer report number 1628664-2015-00238. Upon review, it was discovered on 19oct2015, that a separate MDR report should have been created for the operator event. (B)(4). The customer performed a decontamination procedure using 2% instead of 0.5% sodium hypochloride (bleach) on the architect i2000sr. This procedure is similar to the internal decontamination procedure which is an as-needed maintenance to be performed by field service using 0.5% sodium hypochlorite. After the procedure was completed, the customer observed liquid waste coming out of the instrument and noticed the outlet waste tubing had become disconnected from the external waste pump. During the decontamination procedure, the outlet waste tubing had been removed by the customer from a non-abbott waste container in order to empty the container. When the tubing was placed back into the container, the customer did not notice the end of the tubing connected to the external waste pump had become bent cutting off flow. While running the instrument, the pressure from the flow of liquid waste from the external waste pump caused the tubing to become disconnected, and liquid waste leaked onto the floor. The customer adjusted the tubing and reconnected to the waste pump. The laboratory space for the architect i2000sr was described as being 4 meters x 4 meters and not well ventilated. The architect system operations manual addresses liquid waste requirements and the handling/disposing of waste, including the use of the external waste pump with the architect i2000sr when a floor drain is unavailable and a sink drain is used; chemical hazard precautions when using sodium hypochlorite (bleach) and other disinfectants, including the use of proper facility/equipment/other protective measures and the use of personal protective equipment (ppe) when performing decontamination procedures; instructions on performing daily maintenance; instructions when operating the external waste pump; and the precaution that maintenance not specific in documentation provided by abbott laboratories should not be attempted along with instructions to the operator on contacting area customer support. A review of the architect product monitoring found no similar issues as described in this complaint. Based on the results of this evaluation, there is no indication of a malfunction of the external waste pump or the architect i2000sr, and no deficiency of the part or the architect i2000sr was found.

Event description:
After performing decontamination of the architect i2000sr, an employee was performing calibrations when she noticed liquid coming out of doubled waste tubing. A second operator finished the calibrations on the architect i2000sr and vomited many times with blood in it. The second operator was taken to the emergency room. The operator received respiratory therapy and hydration therapy with intravenous fluids. The operator returned to work with no adverse effects from receiving the respiratory and hydration therapy.